Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot# va1jbvz, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that patient had sudden stimulation sensation down the right leg 20 minutes after their car accident in which they were rear ended. They were also having pocket soreness. On date of report, patient was asked by manufacturer representative (rep) to turn off the ins which resolved the stimulation sensation down the leg but they still had pocket soreness. On (B)(6) 2018 rep saw patient and impedance default settings were showing out of range/elevated but after troubleshooting, it was at 2000 range and all good after increasing amplitude. Rep further reported that they suspected the lead moved slightly causing the change in patient stimulation and stated that they would attempt to find a new configuration for the patient. No further complications were noted or anticipated